Manufacturer narrative:
Concomitant medical products: heart ring, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and fell to the level of the tricuspid valve. The lead was explanted and replaced. No patient complications have been reported as a result of this event.